Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 4195. Reported qc fluid performance indicates a vitros tropi es lot 4195 performance issue is not a likely contributor to the event. Acceptable within run precision testing performed suggests an instrument issue was not likely a contributing factor. Pre-analytical sample processing was not likely a contributing factor of the event as the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. (B)(4).

Event description:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a patient sample when tested on a vitros 5600 integrated system. Result of 0.190 ng/ml versus the expected result of 0.029 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).